Manufacturer narrative:
No further data was submitted for review. At this time, the s-ICD system still remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an inappropriate shock due to noise that was being oversensed in the alternate vector. Boston scientific technical services (ts) was contacted and discussed that the noise was potentially due to a setscrew issue, under-insertion, or air entrapment in the device port or around the sense a electrode. Additional testing was performed and the noise was not able to be reproduced. Further troubleshooting was discussed. The s-ICD was programmed to the primary vector. Further information was received that the electrograms in the primary vector have not shown any further indications of noise. Noise was still present on the secondary and alternate vectors. The patient was sent home with the s-ICD turned off and will be seen again in 10 days to have therapy activated. The patient was seen again for further testing. The noise and oversensing could be recreated on both the secondary and alternate vectors but the primary vector was clean. No revisions have been planned and the s-ICD was reactivated. A memory download and x-rays were sent to ts for further review. The ts consultant confirmed that the noise was still present in the alternate and secondary vectors; no noise in the primary vector. The observed noise is still compatible with mechanical noise and a potential connection issue is still suspected. The ts consultant also discussed that the provided x-rays did not provide enough resolution to confirm if there is a connection issue. Additional troubleshooting was discussed which was to be provided to the physician. No adverse patient effects were reported.